Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Evaluation of the returned device was impossible as the parts submitted are too small. Without a lot number the device history records review could not be completed. While it is supposed that too much applied mechanical force, well beyond the calculated design was applied to this screw either during insertion or removal, the reasons for shearing off remains unknown. It is recommended to tap the hole before insertion, especially in very hard bone, despite the self-tapping tip. Conclusion ¿ as the device was received in a condition that made analysis impossible, the investigation could not be completed and no conclusion could be drawn.

Event description:
It was reported that during the repositioning of the screws, the screw partially broke. No further information was provided. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012.device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.